Event description:
The customer's fiance stated that the customer was experiencing high blood glucose levels. The reported blood glucose reading was 397 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. However, the insulin pump did not alarm no delivery during the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.